Event description:
The customer reported that the images were black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries and the high voltage supply regulator. The system operates as intended.